Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issues and ultimately reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 600 mg/dl and high ketones. Customer's parent administered a correction injection via manual insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.